Manufacturer narrative:
Device evaluation: analysis of the returned device identified device was underweight and an opening on the radius. A visual and microscopic analysis was performed which identified a sharp (edge) opening on the shell shell assessed as surgical impact opening, and a non-penetrating nick. A dimension measurement in the shell was performed which identified the thickness to be within specification, wear abrasion and flat creases. Base on the device analysis the final assessment is a sharp opening on radius due to a surgical impact opening.

Event description:
Health professional reported left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.